Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record of batch number (B)(4) that belong to catalog number 780-18kit (780-18 circuit w/ column) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports. The DHR shows that the product was assembled & inspected according to our specifications. Also, the device history record of batch number (B)(4) that belong to catalog number ip-5039s (ped part top cap concha, sterilize) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports. DHR shows that the product was assembled & inspected according to our specifications. No corrective action can be established at this time since the device sample is not available for evaluation. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of device sample to perform a proper investigation and determine the root cause. If the device sample becomes available this complaint will be updated.

Event description:
The customer alleges that the device failed the pre-test check.